Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used catheter was received for evaluation. Upon visual inspection it was observed that the catheter was kinked and had been evenly cut with no evidence of stretching or tearing. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available. Note: this report is being filed as both a product problem and an adverse event due to the fact that the tip of the catheter may have remained in the patient. No intervention was done, and there was no serious injury to the patient reported, so this report has been classified only as a malfunction.

Event description:
As reported by user facility: when catheter was removed from the patient, the facility was unsure if any pieces of the catheter remained in the patient.